Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there were scratches on their insulin pump's screen, making it hard for the customer to read the small details on the insulin pump. Customer stated the scratches were from normal wear and tear. The customer stated they were able to read the large print on their insulin pump's screen. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.